Event description:
It was reported that the unspecified bd vacutainer® ppt¿ plasma preparation tube k2e (edta) produced low plasma volume recovery after use, with the customer only able to extract "2mls" of plasma from a "full 6ml" tube. The following information was provided by the initial reporter: can you provide a technical document that would detail the expected plasma volume to be obtained from a 6 ml k2 edta tube? We understand that it should be a round 55%. We¿re having low volume recovery from a clinical site that¿s impacting an assay, with the site struggling to get 2mls from full 6ml tubes. The plasma yield is dependent on the patient¿s hematocrit. This varies with age, sex and clinical condition. They can check the patients hematocrit to determine the plasma yield. The hematocrit is the percentage of red blood cells in blood.

Manufacturer narrative:
H.6. Investigation: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Bd technical service provided troubleshooting with the customer. The plasma yield is dependent on the patient¿s hematocrit. This varies with age, sex and clinical condition. They can check the patients hematocrit to determine the plasma yield. The hematocrit is the percentage of red blood cells in blood. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® ppt¿ plasma preparation tube k2e (edta) produced low plasma volume recovery after use, with the customer only able to extract "2mls" of plasma from a "full 6ml" tube. The following information was provided by the initial reporter: can you provide a technical document that would detail the expected plasma volume to be obtained from a 6 ml k2 edta tube? We understand that it should be a round 55%. We¿re having low volume recovery from a clinical site that¿s impacting an assay, with the site struggling to get 2mls from full 6ml tubes. The plasma yield is dependent on the patient¿s hematocrit. This varies with age, sex and clinical condition. They can check the patients hematocrit to determine the plasma yield. The hematocrit is the percentage of red blood cells in blood.